Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room complaining of jumping in chest. Upon interrogation, the atrial lead and the right ventricular lead exhibited loss of sensing and loss of pacing. X-ray revealed that both leads were dislodged due to twiddler's syndrome. Patient was admitted to the hospital and the leads were explanted and replaced on (B)(6) 2018. Patient tolerated the procedure well and was stable before, during, and after the procedure.